Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robot-assisted laparoscopic low anterior resection, after the rectum was dilated and stapler was passed down into appropriate position, the spike was deployed and connected to the anvil and was then closed and fired. Upon removal of the stapler, the anastomosis fell apart. Surgeon completed the procedure with the use of another replacement stapler.